Event description:
Doctor drilled partial depth and discovered that trajectory was off. Drilling full depth would have resulted in nerve perforation. Doctor closed up the patient. Patient was not injured according to the doctor.